Event description:
It was reported that this patient felt a zap from this implantable cardioverter defibrillator (ICD) while sleeping. It was noted that there was a solid red call doctor icon on the patient's communicator so technical services (ts) was called. Ts referred patient to the clinic. It was determined that the shock occurred inappropriately during an episode of atrial fibrillation (af) with rapid ventricular response (rvr). No additional adverse patient effects were reported. Currently, this ICD remains in service.